Event description:
I used this heating pad while sitting in a chair with the pad placed between my back and the chair back. When I pressed the lever to heat the pad, the cord shorted, burned at the switch, shot out a yellow flame and severed the cord at the switch. I called the company and they sent out a new pad as a replacement. The new pad (serial# (B)(4)) has a single thick vs a double thin cord that was on the old pad. Per the company's request, I returned the original pad to them in the new pad's box ((B)(4)). The company was very co-operative. If there are other pads with the double wire thin cord and someone is in bed or close to combustible materials, there could be a risk of a serious burn and potential of fire. (B)(4).